Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Healthcare reported "rupture/deflation" for a silicone device via the national breast implant registry (nbir). This record is for left side. Device has been explanted and replaced.